Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
During a remote follow-up, episodes of noise resulting in oversensing and an increase in pacing impedance was observed on the right ventricular (rv) lead. Technical support was contacted and provided reprogramming recommendations. Diagnostic imaging was performed and no abnormalities were observed. No intervention has been performed. The patient was stable and will continue to be monitored.